Event description:
It was reported that the ventilator had a compressor inop which resulted to a safety valve open condition. The ventilator was not in use on a patient. The service engineer inspected the device and found the circuit breaker on the compressor tripped. The compressor solenoid was found to be not working. The solenoid assembly was replaced to correct the problem. The ventilator passed all tests. The ventilator was returned back to use at the user facility.

Manufacturer narrative:
Device evaluation: the compressor solenoid valve assembly was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and it was found that it had a damaged solenoid connector. An investigation was performed and the reported issue was verified. The root cause of the reported event was isolated to improper mating of the unloaded solenoid connector to the printed circuit board connector due connector pin damage from a vendor process issue. If information is provided in the future, a supplemental report will be issued.